Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
During a device change out, the competitor's rv lead would not fit into the device. After multiple attempts, the lead's sealing rings came loose and were removed. Then the lead would fit into the device. No noise and dft was successful. This device was successfully implanted.